Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a retrograde cholangiopancreatography procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt of a manual crushing of the stone. However, the handle cannula broke. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed the handle cannula was detached. The internal wire was returned separated from the device. Marks of the fastening screws were noted on the handle cannula. The side car rx was pushed back approximately 2.0 mm, which is out of specification. A dimensional test was performed and observed the depth and the length of the screws were within the allowed tolerance. The reported event was confirmed. Based on all available information, it is possible that an excess force applied when the handle was actuated could have detached the cannula from the handle. Additionally, the side car rx was pushed back out of specification suggesting extra manipulation caused by the technique used or the patient's anatomical conditions. Therefore, the most probable root cause for this event is adverse event related to procedure.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a retrograde cholangiopancreatography procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt of a manual crushing of the stone. However, the handle cannula broke. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event.